Manufacturer narrative:
It was noted that the pump was received with a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer reported via phone call that the spring had worn out on the insulin pump. Customer stated that the pump had a hairline crack that begins at the bottom of the viewing window by the reservoir to the top of the motor. Customer stated that it causes the connector cap to shear off when he puts the infusion set into the pump. Customer also had a quick serter anomaly. Customer stated that it was bumped into something. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.